Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip and a cracked case at a reservoir tube window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was receiving many no delivery alarms on the insulin pump for two weeks. The customer explained that he noticed there was an issue with the reservoir being half empty and that not hearing the noise of delivery afterwards. The customer did not believe that insulin was being pushed out. The customer's blood glucose was over 300 mg/dl. Troubleshooting was done. Assisted customer with running a 5.0 united fixed prime, and the customer stated that insulin did not exit. Advised customer to then rewind the insulin pump. Advised to run a manual prime of at least 5.0 units, and the customer observed that insulin exited. Advised that the insulin pump was working as designed. Explained that the alarm had been caused by an occlusion related to the infusion set or reservoir. Nothing further reported.